Event description:
It was reported that the patient presented in clinic due to an arrhythmia. Patient x-ray confirmed dislodgment and insulation twisting on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement and insulation twisted. As received, a complete lead was returned in one piece. The cause of the reported helix event was isolated to an overtorqued inner coil, consistent with procedural damage and twisted insulation. No other anomalies were seen.

Manufacturer narrative:
Correction: h11 should be: the reported events were lead dislodgement and insulation twisted. As received, a complete lead was returned in one piece. X-ray examination found the helix was stretched and bent consistent with procedural damage. The reported event of the insulation twisted was confirmed. Visual inspection found the insulation was twisted at the proximal region. The cause of insulation twisted is consistent with procedural damage. No other anomalies were seen.